Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges while performing a lower cavity filter removal surgery, the guide wire loop formation technique was used. When pulling the filter with the device, the end of the guide wire fell off within the patient. The foreign body was successfully retrieved. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Should the device be returned later, the investigation will be reopened.